Event description:
Per the clinic, the patient experienced ongoing dizziness with device use resulting in the decision to explant the device. On (B)(6) 2015 the device was explanted and the patient was re-implanted with a new device.

Manufacturer narrative:
.